Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, the right ventricular lead exhibited an alert of low impedance. The physician decided to monitor the patient.